Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 50 mg/dl. The customer reported at the time of the low the meter was not communicating with the insulin pump. The customer had no symptoms and treated the low blood glucose level with food. Troubleshooting was completed and the meter is now communicating with the insulin pump. The customer declined troubleshooting for the low blood glucose level and the customer¿s current blood glucose level is 158 mg/dl. The insulin pump will not be returned.